Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The product support engineer advised the backup alarm on the cpu has failed. The pse advised the customer replace the cpu. Pcba, cpu (software 2.30) the field service engineer (fse) went on site to evaluate and repair the device. The fse confirmed the reported problem and resolved this issue by replacing the cpu pcba. Unit pass all required test and return to service. The customer complaint of ¿backup alarm failed alarm message - e/c 1104¿ was confirmed. The piezo buzzer (ls1) was failing due to a bad solder connection this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device is giving an (1104) backup alarm failed error code. There was no patient involvement.